Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a bearing and spring were missing from the returned instrument.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. (B)(6) exhibits signs of repeated use and has one each of components 1 and 2 disassembled / missing. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. (B)(6) exhibits signs of repeated use and has one each of components 1 and 2 disassembled / missing. The missing components were not returned. Root cause of the event is attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.